Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
During the surgery the physician has placed the implant with the meniscal gun, but the trigger did not work. The physician place the device manually with a delay of 90 minutes.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 dissimilar complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).